Event description:
Procedure performed: laparoscopic gastric bypass, laparoscopic diaphragm repair. Event description: complaint based on medwatch report # (B)(4). Medwatch received on 01-dec-2021 via mail. Event description per medwatch report form: at the end of the case, physician was taking out trocar. Removed the seal and one of the plastic tabs on the sleeve broke off into the patient's abdomen. Reinserted trocars and camera to find the plastic piece. It was retrieved successfully. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working) product is not available for return. Additional information received via email 03-dec-2021 from user facility: there was no patient injury. There was a normal hospital course and patient was discharged home. Lot number of the device is unknown. It is unknown if the break was considered clean, but the break caused a piece to fall into the patient abdomen and all pieces were retrieved. This was not a robotic case. Intervention: reinserted trocars and camera to find the plastic piece. It was retrieved successfully. Patient status: there was no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation. This report is to follow-up mw # (B)(4).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided, confirming the complainant¿s experience of a fractured cannula wing tab. Based on the description of the event, it is likely that the reported event was caused by the force applied to the cannula wing tabs during removal of the seal. It is also possible that the cannula wing tab was cracked prior to removal of the seal, making it more susceptible to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch report #(B)(4).

Event description:
Procedure performed: laparoscopic gastric bypass, laparoscopic diaphragm repair. Event description: complaint based on medwatch report # 2400930000-2021-8032. Medwatch received on 01dec2021 via mail. Event description per medwatch report form: at the end of the case, physician was taking out trocar. Removed the seal and one of the plastic tabs on the sleeve broke off into the patient's abdomen. Reinserted trocars and camera to find the plastic piece. It was retrieved successfully. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working) product is not available for return. Additional information received via email 03dec2021 from user facility: there was no patient injury. There was a normal hospital course and patient was discharged home. Lot number of the device is unknown. It is unknown if the break was considered clean, but the break caused a piece to fall into the patient abdomen and all pieces were retrieved. This was not a robotic case. Additional information received via email 02feb2022 from user facility: a separate report indicates the model of the complaint device is ctf71. Intervention: reinserted trocars and camera to find the plastic piece. It was retrieved successfully. Patient status: there was no patient injury.